Event description:
Related manufacturer reference numbers: 3006705815-2019-02171.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2019-02171. It was reported that the patient stopped breathing during a surgical implant procedure. A breathing tube was used and normal breathing was restored by the end of the operation.